Manufacturer narrative:
This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which contained the following information: a high readings issue was reported with use of 2 adc freestyle libre sensors. Customer received unspecified "false readings" on the sensor compared to the unspecified blood glucose meters. A sensor scan result of 180 mg/dl was obtained which was higher than the readings of 128 mg/dl and 126 mg/dl on competitor meters. Customer further reported that these "false readings" put him/her at risk of over medicating with anti-diabetic medication. No serious injury or no third-party medical treatment was reported. There was no report of death or permanent impairment associated with this event.